Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the caller mentioned there was another person too, they did not know who they were, but they were having problems also. When asked to clarify, the caller stated it was not their business, but they were waiting to have their ¿repair or whatever the manufacturer does.¿ no patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Brand name was added. If information is provided in the future, a supplemental report will be issued.